Event description:
It was reported that a patient presented to clinic for follow up. The insertable cardiac monitor (icm) was unable to be interrogated. No changes or interventions were reported. The patient condition was not known.